Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was out of the skin. Manual compression was applied for twenty minutes to achieve hemostasis. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. The vessel diameter was verified to be =5 mm, and there was moderate vessel tortuosity and moderate calcium at the puncture site. The 6f/7f mynx control vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was depressed and button 2 was partially depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was not returned for this evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed due to the device being received already actioned, with button 1 depressed, button 2 partially depressed, and no sealant present. Nevertheless, the full depression of button 2 was achieved with no impediment and it was confirmed that the system was not compromised in any way the reported event of ¿sealant-inaccurate placement-partial¿ was not observed through analysis of the returned device as it was received with the sealant deployed off the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, user-related factors (user error) likely resulted in the inaccurate placement of the sealant reported as the device was received with button 2 partially depressed, and there were no anomalies noted during complete button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not fully depressed, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f¿7f mynx control vascular closure device (vcd) was out of the skin. Manual compression was applied for twenty minutes to achieve hemostasis. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. The vessel diameter was verified to be =5 mm, and there was moderate vessel tortuosity and moderate calcium at the puncture site. The 6f¿7f mynx control vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device was returned for evaluation.